Event description:
It is reported that the patient faced adhesive issues on (B)(6) 2026. As tape was not sticking. The patient reported that the infusion set tape was not sticking anymore due to some normal physical activity.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.